Manufacturer narrative:
(B)(4). It is unknown what caused the dissection. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to expansion of the false lumen and dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an emergency endovascular treatment of a type b acute aortic dissection with malperfusion using a gore® tag® conformable thoracic stent graft with active control system. 1 debranch bypass (left axillary artery-common carotid artery bypass) was performed at the same time, and the ctag ac was implanted in the proximal side. 2 non-gore aortic bare stents were implanted in the distal side. Final angiography showed expansion of the true lumen, but blood flow from the distal end of the ctag ac into the false lumen was observed. It was suspected a stent graft-induced new entry(sine) at the distal edge of ctag ac. The procedure was completed. The physician had no comment regarding the cause of the new dissection. The physician decided to monitor the patient.